Event description:
It was reported that during a da vinci myomectomy procedure, the cable on the tenaculum forceps instrument was shredding. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The conductor wires were intact and the other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.